Event description:
Same case as mfg. Report #2134265-2010-01516. It was reported that during an unspecified procedure, foreign material was seen on a guide wire. The zipwire was "slimier than normal", and foreign material on the wire was reported. The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
Final analysis found loss of output and telemetry, due to a defective crystal.